Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, assisted by technical support, successfully reset the pump, resolving the issue, and was instructed to monitor the pump for any recurring malfunctions.